Event description:
It was reported that cartridge alarm 20 occurred and that caller also experienced cartridge alarms with consecutive cartridges on same pump, although issue did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support confirmed the repeated alarms and arranged for pump replacement under another case, with resolution documented as pump replacement. Customer will continue to use current pump.